Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review was performed. The customer did not report the event date or process step associated with the event. The reported problem could not be confirmed through the event history log (ehl) review or reproduced. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. The device was programmed to deliver a volume to be infused (vtbi) of 20 at a flow rate of 40 as a primary infusion with a head height of the container as 24 inches. Infusion result specifics were not reported. There was no known patient injury or medical intervention associated with this event. No additional information is available.